Manufacturer narrative:
The device was received for evaluation. During functional testing, over infusing was not reproduced. Device was sent for flow rate testing and the device passed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. No device correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump over infused during unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.